Manufacturer narrative:
(B)(4). Date sent 2/24/2026. Investigation summary: the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample revealed that the pmw35 device was returned nonfunctional. The device was received with the cartridge partially detached from the handle due to insufficient handle weld on the upper handle directors. There are 10 staples left inside the magazine. No functional test was performed due to the condition of the device; however, the insufficient handle weld could have cause firing issues when the cartridge began to be detached from the handle. The separation of device has been correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. 699d28a manufacturing record evaluation was performed for the finished device lot number of 699d28 / 45pmw35, and no non-conformance's were identified.

Event description:
It was reported that during an unknown surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.